Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh (B)(4). On 13th july 2017, arjohuntleigh has been notified that during using arjohuntleigh sling, the resident fell and sustained a fracture of right collarbone. On 25th july 2017, we received information that passive clip sling was involved in incident. It was indicated that strap fabric was failed during transfer of resident. Finally, on 27th september 2017 it was confirmed that faulty sling was taken out of use and was replaced by a new one. Following the additional information received, it was identified that sling was 25 years old. When reviewing reportable complaints on slings where shoulder strap fabric has failed completely registered during last 5 year, we have found a limited number of reportable complaints. The occurrence rate observed for this failure mode is currently considered to be very low. The customer was visited by arjohuntleigh representative to perform inspection of the involved sling. It was confirmed that straps of sling were broken. The sling in question was 25 years old. According to instruction for use (max01510.int) provided with the device, the following recommendation should be followed: "the useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regularly cleaned, decontaminated and exanimated in accordance with arjo recommendations." Based on the review of previous complaints, we (arjohuntleigh) were able to conclude that the straps fabric failure is not possible to occur if the labeling is followed. While the incident occurred the sling was being used for transfer the patient. The straps of sling failed, therefore the sling was not up to its manufacturer's specification during the incident. Complaint decided to be reportable due to serious injury occured.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 13th of july 2017 arjohuntleigh received information about incident indicating that the resident fell during using arjohuntleigh sling. Following the information provided it was stated that during the lifting procedure, the strap of sling broke. Resident sustained a fracture of right collarbone as a consequences. It was informed that sling was 25 years old.